Event description:
It was reported that during device preparation the rx herculink elite stent struts were found to be fractured. The device was not used; there was no patient involvement. Another rx herculink elite device was used and the stent was successfully deployed at the calcified lesion site in the med segment of the renal artery. There was no significant clinical delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.